Manufacturer narrative:
Additional information was received on 15-oct-2018: the issue was detected four months after implantation by "MRI systematically done for check (thin ventricles, voluminous under dural effusion). Explantation date was on (B)(6) 2018. Consequences: the 9 year old female patient was asymptomatic. It was necessary to do another surgery to change the body of the valve and drainage of effusion. The device was replaced by another valve of the same type. The valve was received for evaluation without catheters. Patency test with air and water revealed no anomaly. The valve was pressure/flow tested and found within specifications, draining at 28ml/h under a differential pressure of 300mmh20. The device history records of ref (B)(4), lot 0205758 were reviewed and did not reveal any anomaly. The complaint was not verified by the investigation, the valve is within pressure/flow specification. The exact root cause of the reported event could not be determined by the device investigation.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The sales representative reported on behalf of the customer that there was overdrainage with the osvii valve. The date of the incident was not specified. There was no patient injury. The event did not lead to an increase of surgery time. Additional information has been requested.